Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During prep, as the wire was introduced into the shaft of the precise stent, the wire seemed to get stuck inside the catheter/deployment mechanism for the precise stent. The stent prematurely deployed while outside the body of the patient. At no time was there a patient safety or risk issue.

Manufacturer narrative:
Complaint conclusion: during prep, as the wire was introduced into the shaft of the precise stent, the wire seemed to get stuck inside of the catheter/deployment mechanism. The stent prematurely deployed while outside the body of the patient. At no time was there a patient safety or risk issue. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile stent was received inside a plastic bag. The delivery system was not received. The stent did not show damages. No others anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since the products complete delivery system will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. The reported failure "inner shaft -obstructed" by the customer was not confirmed due to only the stent was received. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The reported failure "sds-deployment difficulty-premature/during prep" by the customer was confirmed since the stent was received. The cause of the failure could not be conclusively determined. Handling and procedural factors could be contributed to the premature deployment. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Controls are in place to prevent units leave the facility with this condition. Therefore no actions were taken.